Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 45 mg/dl. Troubleshooting for low blood glucose was performed. Customer experienced issues with their sensor providing inaccurate readings. Customer advised they had a bent cannula which resulted in fluctuations in the patient's blood glucose levels.